Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of over 500mg/dl while hospitalized for falling down and hitting their head. The customer's blood glucose level at the time of the call was not provided and they declined to troubleshoot for the high blood glucose readings. It was reported that the customer wanted to inquire for a replacement insulin pump. It was also reported that the customer's healthcare profession had suggested for them to revert back to injections. The insulin pump will not be returned for analysis.